Manufacturer narrative:
The account replaced the complete pendant to repair the bed.

Event description:
The account alleged that the buttons on the facing of the careassist pendants are wearing through which has allowed fluid ingress into the pendant as a result.